Manufacturer narrative:
(B)(4). The lot history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a thyroidectomy procedure, clips were falling off the applier and were not attaching properly. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the mcs20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 14 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.